Manufacturer narrative:
The camera of the navigation system was returned to the manufacturer for evaluation. Testing found that the unit did not pass accuracy testing and the event logs had an intermittent history of firmware issues. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the navigation accuracy between what the system showed and what was seen on the spine model was 1.7 mm off. This was observed during a system checkout of the imaging system. It was observed when the tip of the instrument was measured versus the anatomy. It was noted that a different navigation system was ok.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that during the imaging system checkout, it was found that the navigation system was, at a maximum, 1.7mm off. A different navigation system was accurate. The problem was not related to the imaging system. There was no patient present at the time of the event.